Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: june 9, 2021 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Weight, ethnicity: unknown, not provided. Date of event is unknown. The best estimate time would be between (B)(6) 2020 and (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) was removed from the patient's left (os) eye due to having blurry vision and was not seeing well. There was no additional surgical intervention. The patient outcome was not provided. No further information is available.